Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particle in tubing/chamber. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The manufacturer previously incorrectly file this report as no harm but patient alleged advanced kidney issues so this is a harm report. The medical intervention was not specified. Section b1, b2, h1, h6 are correctly updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles, advanced kidney issues. The medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging advanced kidney issue related to a CPAP device's sound abatement foam. Additional information was received about the alleged of kidney disease/ toxicity. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.